Event description:
Customer reported that she had to go to the ER and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the ER visit was over 500 mg/dl. Customer stated that she was thirst had frequent urination a taste in her mouth and possible viral infection prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.